Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed. Upon receipt at our post market quality assurance laboratory, this device was thoroughly inspected and analyzed. The manufacturing deficiency investigation conclusion code was selected based on analysis evidence of a burn mark within the battery cell, which was likely caused during manufacturing.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicative of the battery voltage being too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device battery voltage recently began dropping in an irregular fashion. This device was surgically explanted and replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
The device has been received for analysis. Upon completion of the analysis of the complaint device, if there is any further relevant information from that review, a supplemental report will be filed.

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) recorded a code 1003, indicative of the battery voltage being too low for the projected remaining capacity. A request was made to have data from this device analyzed. Data analysis confirmed low voltage fault and that this device battery voltage recently began dropping in an irregular fashion. This device was surgically explanted and replaced. No additional adverse patient effects were reported.